Event description:
Technologist stated they were imaging a patient thought they heard a pop after the last image. They let the patient go and left the room they came back in and smelled smoke than they saw a flame come out of the generator they killed the power and evacuated the building and called the fire department the fire department cut all the cables to the generator and moved the generator out of the building. No injury was reported. The generator caught fire.